Event description:
Hosp reported that it was a right temporal case using an electrosurgical unit. A flashfire occurred during the second pencil to pt contact while performing the procedure. The fire ignited as a result of a possible spark/arcing. Pure oxygen, pt's mask, drapes were ignited. These items were immediately removed from the pt. The hosp reports that the pt sustained 1st and 2nd degree burns to the face. Additionally, the hosp states that further extent of injury is unk but not suspected. Esu was set at mono, spray, and 0.25.